Event description:
It was reported that a continuous glucose monitor (cgm) error 42 occurred. There was no adverse impact to the customer's blood glucose level. The customer, with the assistance of technical support, was walked through a pump reset, which resolved the issue as the pump no longer displayed the error and the customer successfully started their sensor session.